Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. The lens was observed cut. The way in which the cut is formed is consistent with a lens that has been cut due to lens removal or explant process. Loose particles were observed on the sample compatibles with handling the lens out of the sterile environment. Residue of viscoelastic was detected on the sample. The capsule tear cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. During manufacturing process, all lenses are inspected under microscope at 10x magnification. Any defects that do not meet the criteria specifications are rejected. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, no product deficiency was identified.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye of an intraocular lens (iol), the capsule was noticed torn. The lens was cut, the incision was enlarged and the lens removed. The surgery was completed successfully with a new lens. No further information was provided.